Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 85mg/dl, 127mg/dl. Tests were done less than 10 mins apart with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.